Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: ref 00620204822 lot 61636502 tm shell 48mm. Ref 00625006530 lot 61680456 screw 6.5x30mm. Ref 00631004828 lot 61456637 longevity liner. Ref 00801802801 lot 61670807 versys femora head 28mm - 3.5. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00625 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 7 years post-implantation due to pain and elevated ion levels. Prior to revision, a significant amount of fluid and adverse tissue reaction were noted on MRI. During the revision, corrosion around the femoral head and neck, tissue damage and a pseudocapsule were noted. The femoral head was removed and replaced without complication. Attempts have been made and no additional information is available.